Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. This was discovered during use. The following information was provided by the initial reporter: at about 11:00 am on (B)(6)2019, the staff of the biochemical laboratory discovered the biochemical line, which repeated alarm "sample needle detected clot" more than ten times. The staff immediately suspends the inspection and checks the instrument and samples. It was found that a large amount of suspected gel foreign matter adhered to the sampling needle of the device, and the sample was found to have a free gel in the serum layer of some samples. The laboratory immediately contacted the equipment engineer to clean the needle and perform a thorough inspection of the equipment. The remaining specimens were separated by a centrifuge and then manually sucked into the sample cups for testing, and all specimens sent to the laboratory were visually inspected and manually pretreated. The blood collection tube has been upgraded from (B)(6) 2019. The current blood collection tube is called the second generation serum separation tube, hereinafter referred to as the second generation tube. There were 300 samples before the blood collection tube was upgraded, and no abnormality was found during the trial period. According to the subjective description of the staff of the laboratory, after the second generation of the tube was activated, the sample clot alarm gradually became more frequent, and the frequency increased significantly about two weeks ago. However, the fiber tissue in the serum was usually sampled by the sampling needle. Block's "alarm, no adverse event handling. Until noon on september 5, the police repeatedly reported more than ten times, obviously exceeding the reasonable range of the alarm frequency. The laboratory immediately took emergency measures and reported the adverse events. After the customer arrived at the scene, the abnormal specimens were examined, and the blood collection of the sst tube was slightly yellowed. The sst ii tube gel was transparent. The gel remained stable at the bottom of the tube after the sst tube was shaken, and the gel shifted along the wall after the sst ii tube was shaken or tilted. After blood collection, the stratification boundaries of the sst tube of blood collection were clear, and the stratification boundaries of the sst ii tube were blurred.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to oil gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor separator movement. This was discovered during use. The following information was provided by the initial reporter: at about 11:00 am on september 5, 2019, the staff of the biochemical laboratory discovered the biochemical line, which repeated alarm "sample needle detected clot" more than ten times. The staff immediately suspends the inspection and checks the instrument and samples. It was found that a large amount of suspected gel foreign matter adhered to the sampling needle of the device, and the sample was found to have a free gel in the serum layer of some samples. The laboratory immediately contacted the equipment engineer to clean the needle and perform a thorough inspection of the equipment. The remaining specimens were separated by a centrifuge and then manually sucked into the sample cups for testing, and all specimens sent to the laboratory were visually inspected and manually pretreated. The blood collection tube has been upgraded from june 28, 2019. The current blood collection tube is called the second generation serum separation tube, hereinafter referred to as the second generation tube. There were 300 samples before the blood collection tube was upgraded, and no abnormality was found during the trial period. According to the subjective description of the staff of the laboratory, after the second generation of the tube was activated, the sample clot alarm gradually became more frequent, and the frequency increased significantly about two weeks ago. However, the fiber tissue in the serum was usually sampled by the sampling needle. Block's "alarm, no adverse event handling. Until noon on september 5, the police repeatedly reported more than ten times, obviously exceeding the reasonable range of the alarm frequency. The laboratory immediately took emergency measures and reported the adverse events. After the customer arrived at the scene, the abnormal specimens were examined, and the blood collection of the sst tube was slightly yellowed. The sst ii tube gel was transparent. The gel remained stable at the bottom of the tube after the sst tube was shaken, and the gel shifted along the wall after the sst ii tube was shaken or tilted. After blood collection, the stratification boundaries of the sst tube of blood collection were clear, and the stratification boundaries of the sst ii tube were blurred.